Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the device change procedure was completed successfully on june 12th, 2019. The patient was discharged from the hospital post procedure.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant.